Event description:
Initial result for a pt potassium was 37.2 mmol/l. When repeated, the result was 46.6 mmol. The incorrect results were not used to guide therapy. The field service rep determined a salt bridge had formed at the ise waste drip and repaired the instrument by cleaning the ise waste vessel.